Event description:
It was reported that on an unknown date, the customer received empty packaging for the implants in question without the implants inside. There was no patient consequence. There is no further information available. This report is for one (1) unknown - screw. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.